Event description:
A report was received stating the listed device was connected to a pre-used warming blanket and placed in use with a patient during his one-hour-long surgery. The warming device was initially programmed to 40 degrees celsius and was increased to 44 degrees celsius during the surgery (the blanket was in patient use for 30 minutes at the 44 degree celsius setting). The patient's core temperature was recorded throughout the procedure and averaged 36.4 degrees celsius. After the operation, the blanket was removed; a fleeting red hue was observed on the patient's shoulder and what appeared to be a burn (approx. 3cm long) was observed on the patient's chest. Alsazulene was put on the patient's chest and covered with dressing. No permanent adverse effects to patient were reported. During patient's surgery, the following were being infused: [physio 140 injection, ketamine propofol, remifentanil, ephedrine, phenylephrine, cefazolin sodium, acelio intravenous injection, flurbiprofen, bridion. A fluid warmer was not used and the amounts infused are unknown.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.